Event description:
Pt admitted 4/16/97 with symptoms of tachybradycardia syndrome vs 98.1 - 58 - 16 - 116/74. 4/16/97 explanation of pacemaker system, evaluation of both leads and extraction of both leads and extraction of broken atrial lead with implantation of new vvi pacemaker.